Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was insufficient blood flow through the device and a clogged/blocked cannula. The following information was provided by the initial reporter and translated to english. The customer stated: "the nurse was in the process of taking blood with the arterial blood collection needle for the patient in the ward (set a negative pressure of 1.5ml), and the blood flow stopped suddenly when it was less than 1ml. At that time, both the patient and the blood collection device were because of the movement, the blood could not flow out normally. After extubating the tube for exhaust, it was found that the pinhole was blocked and the exhaust was not smooth."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.